Manufacturer narrative:
No product will be returned per customer. The customer complaint of a tubing crack and leak was confirmed per picture received from the customer. Per picture received by the customer it was observed that a hairline crack was observed on the top base of the accuslide. The root cause of this failure was not identified.

Event description:
The customer reported that the se IV tubing cassette was discovered leaking from a crack towards the end of an iron infusion. The customer reported no patient harm.